Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. At the time of implant the aortic neck was 27 mm in diameter at the level of the renal arteries and 30 mm in diameter distally with a length of 1 cm. It was reported that the patient returned for a routine follow up and the CT scan demonstrated that the stent graft migrated distally 4 cm into the aneurysm sac with a type I endoleak present. The stent graft migration / endoleak was attributed to disease progression with aortic neck dilatation. Two endurant aortic cuffs were implanted; however, the endoleak did not resolved. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).